Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Essure implanted on (B)(6) 2011. Pt called physician's office on (B)(6) 2011 to report severe pain. A sonogram was performed, which showed proper placement of the device on the right side, unable to visualize the device on the left side. Pt has requested removal of the devices and a tubal litigation, which is scheduled for (B)(6) 2011. On (B)(6) 2011 - coils were not able to be visualized with hysteroscope, so the physician went in laparoscopically and successfully removed the devices. Salpingectomy was performed per the pt's request. On (B)(6) 2011 - physician confirmed that pt is no longer experiencing pain and was recovering well after the salpingectomy.